Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit stopped successively 3 times.  The batteries were full and the helium bottle was halfway.

Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the issue because fse was contacted by the customers biomed technician to inform that the problem was solved by the doctor. The device is functional. H3 other text: evaluation not requested by complainant.

Event description:
N/a.